Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple episodes of diabetic ketoacidosis (dka). Reportedly, the customer runs out of insulin frequently leading to dka, however, the customer declined follow-up from tandem technical support regarding the issue, therefore the information was not confirmed and additional information was not obtained. The customer is using an alternative method of insulin therapy and no longer using the pump.